Event description:
Customer reported having an issue with the reservoir plunger not being able to be pressed into the reservoir. Customer's blood glucose reading at the time of the call was 166 mg/dl. No further information reported.

Manufacturer narrative:
One opened and used reservoir was inspected and the plunger and set of o-rings were missing. The customer complaint could not be confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.